Event description:
It was reported by the patient that they had an implantable cardioverter defibrillator (ICD) check the day before and stated "the techs weren't able to get a reading from the ICD". The patient also stated that two company representatives came to interrogate the ICD and was told "the top lead was draining 30/40% of the battery since the top lead had pulled away from the ICD", resulting in the "ICD using higher rate of battery". It was further reported by the patient's following physician that the right atrial (ra) lead had dislodged. The ra lead was revised, and the ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.